Event description:
It was reported that an infection occurred. The organism was noted as (B)(6). Additional information received indicated the patient had endocarditis of the tricuspid valve and pacemaker lead infection. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was melted, had cosmetic environmental stress cracking and cosmetic depression. It was further noted there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation had cosmetic environmental stress cracking, was breached cut and had cosmetic depression. It was further noted there was apparent explant damage.